Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no patient complications during the procedure, and no complaints or abnormal findings were presented during post operation visits. The physician was unaware of any issues the patient may be having with the device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.